Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that approximately two to three hours after starting treatment with a polyflux 140h, an external dialysate leak was observed from the welding seam between the header and the housing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. The visual inspection by naked eye of the product shows the product contaminated. After the disinfection of the product a leak test of the dialysate side was performed and a leak was found. The reported condition was verified. The cause of the condition was determined to be a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.